Event description:
Initial reporter indicated that they were having a "frozen screen after interrogation. Physician could not switch the computer off." The dell handheld had 7.1 programming software. MFR is pending receipt of the product for analysis.